Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Gastric perforation is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During the procedure, the patient experienced a mucosal tear due to the introduction of air into the patient's abdomen. Multiple clips were put in place, the peg tube was inserted, the j tube was not. The peg tube was used for free drainage purposes only over the weekend. The patient commenced on IV tazocin and IV fluconazole. On (B)(6) 2023, it was reported that the sutures were removed from the peg tube.